Event description:
Inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 8.5mmol/l on their meter and 6.8 mmol/l for the lab test. Tests were done at the same time with a difference of 25%. The sample type used on the meter is unknown. The name of the certified diabetic educator is unknown. Patient did not experience any adverse events. Meter was replaced.